Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 327mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that a high, out-of-range shock impedance measurement (>400 ohms) was noted from this subcutaneous implantable cardiac defibrillator (s-ICD) electrode. The patient was hospitalized and diagnostic imaging was performed which confirmed the electrode proximal conductor had fractured. Noisy signals were also detected. The physician surgically explanted and replaced the s-ICD electrode to resolve the event and no additional adverse patient effects were reported. The explanted electrode was received for analysis.

Event description:
It was reported that a high, out-of-range shock impedance measurement (>400 ohms) was noted from this subcutaneous implantable cardiac defibrillator (s-ICD) electrode. The patient was hospitalized and diagnostic imaging was performed which confirmed the electrode proximal conductor had fractured. Noisy signals were also detected. The physician surgically explanted and replaced the s-ICD electrode to resolve the event and no additional adverse patient effects were reported. The explanted electrode is expected to be returned for analysis, but has not yet been received.